Manufacturer narrative:
The field service engineer found an obstruction in a wash station probe. The obstruction was removed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The alt reagent lot number and expiration date were requested, but not provided. Medwatch field e1. Phone number was provided as (B)(6) . H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested for multiple analytes on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. An example was provided for one patient sample with discrepant alt results. The sample initially resulted in an alt value of 52.9 u/l and it repeated as 32.3 u/l.